Event description:
The customer contacted olympus to report the maintenance unit had a broken power inlet. The malfunction was found during reprocessing. There was no report of patient injury as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. The repair center confirmed the customer's complaint. There was a crack in the connection, but it functioned ok. The device was repaired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Confirmed no patient involvement with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5 - confirmed no patient involvement. H4 - the legal manufacturer confirmed the subject device was manufactured in 2005 but was unable to provide the device manufacturer date because the subject device was manufactured over 15 years ago. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the broken power inlet could not be determined at this time. Olympus will continue to monitor field performance for this device.